Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the most probable cause for the malfunction could not be identified cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the device had exhibited foreign material in the plastic distal end cover and nozzle. There was no patient involvement.